Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a venous retrograde puncture. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified forearm vein. After a guidewire crossed the lesion, a 4.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a 4x4 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.